Event description:
It was reported that this pacemaker exhibited noise signals, loss of capture (loc), and was found to be operating in safety mode and a decreased in battery. The cause is believed to be from a lead microdislodgement after repositioning. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.